Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection.during the visual inspection, multiple abrasion marks were noted along the lead body. The insulation was intact in these regions.furthermore, the analysis showed a deformation of the outer conductor coil and a cut at 14 cm distal to the is-1 connector pin. Additionally, a cut in the insulation was noted 19 cm distal to the is-1 connector pin. The suture sleeve showed a consistent cut. Blood had penetrated the lead in these regions. Based on the characteristics of the findings, it is likely that a tight suture was fixated on the lead body. The cuts presumably occurred during the extraction procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.in conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was explanted due to an insulation abrasion and a break down at the suture sleeve.